Event description:
It was reported that the patient¿s pump was "flopping around". Instead of being vertical it would get horizontal and lay over. This has happened since implanted. It was noted that the first pump fit real good. The patient was told by a health care provider (hcp) to not worry about it. It was stated that the pain pump was a ¿life saver¿ because the patient was taking a lot of medication prior to pump implant. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer patient. Indication for use was noted as lumbar radiculopathy and spinal pain. The patient mentioned pertinent medical history: chronic obstructive pulmonary disease (copd), had two open heart surgeries with by pass, two arteries in legs removed and had neuropathy in feet with pain. No heart damage from heart attacks but slightly enlarged heart. The patient also had congestive heart failure one time and takes "water pills." It was reported that the patient wanted the pump to stand straight up/vertical when they sat down but it was falling down in their body like it was going to "turn over." The pump came loose and "was about to come over or flip." The patient originally just wanted it revised. Please refer to mfg. Report #3004209178-2015-24890 for reason of subsequent device removal.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).